Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was unable to deflate balloon to change catheter. Undertook multiple troubleshooting processes over several hours whilst also monitoring client for symptoms of autonomic dysreflexia. Ended up contacting urology consultant and client was sent to hospital where catheter needed to be burst under ultrasound guidance to enable removal. Per additional information via email from ibc on 27 oct 2020, hcp confirmed that patient is fine. Patient was sent to burst the balloon and patient is now recovering with some bruising from the activities of trying to deflate the balloon, rest no other issues.

Event description:
It was reported that the nurse was unable to deflate the balloon to change the catheter. The nurse was made multiple troubleshooting processes over several hours, and also monitoring the patient for symptoms of autonomic dysreflexia. The nurse ended up contacting the urology consultant and the patient was sent to the hospital where the catheter needed to be burst under the ultrasound guidance to enable the catheter removal. Per additional information received via email from the (B)(6) on 27oct2020, it was confirmed that the patient was fine, and sent to burst the balloon. Per additional information received via email from the (B)(6) on 30oct2020, the patient was recovering with some bruising from the activities trying to deflate the balloon over so many hours, but no other issues. During the phone call follow up, the patient mentioned loose bowels which would have been associated with the antibiotic cover given or some autonomic dysreflexia (ad) post.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe/ collapse lumen/ sac close eye/ valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." Correction: d, e, h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.